Manufacturer narrative:
Technician found the latch spring has a build up on it. He cleaned the latch spring to resolve the issue.

Event description:
Technician alleged the right foot siderail won't latch in the up position.